Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call no delivery alarm. Customer advised they have had 5 to 10 no delivery alarms. Customer advised they do not have the device to troubleshoot. Customer's wife advised they went to the hospital as a result of the no delivery alarms. Customer was called back to troubleshoot the device but never answered.